Event description:
Event description cpi received information that this endotak transvenous defibrillation lead was removed from service due to subclavian crush. During the routine replacement procedure the lead was found to be fractured.